Event description:
It was reported that a lost image and kink occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, which was moderately tortuous, severely calcified, and 80 percent stenosed. During the procedure the physician noted that the image was lost. Upon removal of the catheter, it was noted that it was kinked. Another of the same device was used to successfully complete the procedure. There were no patient complications. Product analysis revealed that the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The returned product consisted of the opticross imaging catheter. A visual inspection showed that the sheath was kinked, the imaging core was twisted, and the imaging window was observed detached. An imaging core windup is caused by the action of twisting forces over itself that encloses the coaxial cable. This twisting force occurs when there is a difference in rotational speed between the proximal and distal end of the cable, this is often caused by friction with the inner walls of the catheter. The friction generates a force opposing the torque exerted from the mdu, which would consequently cause the drive cable to twist into itself and break the coaxial cable in the process. Failures related to a windup are traced to design characteristics of the device, however, it is probable that the kink in the sheath led to the friction that caused the windup. Breakage of the drive cable is related to the torsion forces that caused the windup. Furthermore, regarding the observed kink in the sheath, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Since a device history record review confirmed that the device met all manufacturing specifications, it is most probable that the forces which lead to the kink were found during the procedure. Due to the reported anatomical factors, it is possible that the friction between the catheter body and the lesion caused the opposing force that kinked the sheath. Regarding the imaging window detached, partial or complete detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. The detached sections showed evidence of a separation due to a bending action, this is often encountered during advancement of the device, since this causes a compression that if not aligned with the axis, lead the material to bend. It was confirmed that during the manufacturing process, the lap joint section is visually inspected in order to dispose any unit with a damaged imaging window, it is most probable that the material was compromised during usage of the device. The twist of the imaging window and imaging core are related to the torsion forces that caused the kinks in the sheath. All compiled information on this investigation determines that the most probable cause is: adverse event related to patient condition.